Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched as a result of low blood glucose between (B)(6) and (B)(6). Customer's blood glucose level to 20 mg/dl. The customer¿s current blood glucose was 200 mg/dl. The customer¿s blood glucose was 55 mg/dl in the morning. Customer stated the drive support cap was normal. Customer did not allege insulin pump was over delivering. Customer was wearing the insulin pump at time the paramedics were dispatched. The drive support cap was normal. The insulin pump will not be returned for analysis.